Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found the hanger assembly was broken and the display wires were pinched (insulation not compromised).

Event description:
It was reported the inside plastic of the atrial port is broken. The pacing wire will not click in. The external pulse generator was returned for repair. No patient complications have been reported as a result of this event.